Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that during thrombus ablation on patient who had a femoropopliteal bypass surgery, the clinician observed that when the catheter was out of the patient, it was observed that the tip of the catheter and the balloon part were missing. The clinician tried to retrieve the missing parts; however, retrieval was unsuccessful. It was further reported that there was severe calcification found in the artery. The clinician reported, "since there was no blood flowing in this artery" they did not consider this event as a problem.